Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient did not remember to charge the ipg. As a result, the patient underwent ipg replacement due to lack of charging the ipg. Therapy has been restored. Reportedly, the patient is doing great with non-rechargeable ipg.